Event description:
It was reported that there was an alert due to high thresholds on the right ventricular (rv) lead. Information in the manufacture database reported that patient deceased the same day as the alert. Follow up was conducted and revealed the cause of death as cardiac dysrhythmia and coronary artery disease. No further information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2013. Information was subsequently received on 2013-10-28 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Implantable defibrillation lead product ID: 694965, implanted: (B)(6) 2006; competitor lead product ID: 1688tc implanted (B)(6) 20112; competitor lead product ID: 1056t, implanted (B)(6) 2006; implantable pacing lead product ID: 3830 implanted, (B)(6) 2011. (B)(4).